Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. The customer experienced an elevated blood glucose (bg) level. Bg value was not provided. Customer alleged that the high bg was a result of the pump shutdown. The bg was addressed via a manual injection.